Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative provided some additional information from a recent device follow-up. It was reported again that the impedance measurement at implant was 1,700 ohms. In the trend data, the physician noted a change in the impedance measurement range between implant and now. A technical services consultant reviewed the data. The change in impedance could be due to lead migration, or a change from the acute to chronic state. Pacing threshold measurements were relatively constant at 1.0-1.2v with some peaks of up to 2.0-2.5v. The impedance measurements were now in the range of 1150-1300 ohms. This range is not abnormally high. Additional data and diagnostics that could be evaluated include x-rays showing the lead and heart shadow, in ap and lateral views, a 12-lead electrocardiogram (ECG) with paced and intrinsic readings, and details on the patient's cardiac anatomy. The patient's next scheduled follow-up will occur in (B)(6) 2016. No adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this transvenous lead exhibited high pacing impedance measurements at both the implant procedure and during later patient follow-ups. There is a concern that the lead may not provide adequate pacing for the patient if they develop advanced heart block. No adverse patient effects were reported.